Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown, unknown, unknown liner, unknown, unknown, unknown zimmer versys beaded midcoat stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01839, 0001822565 - 2018 - 01841, 0001822565 - 2018 - 02073. Remains implanted.

Event description:
It was reported that the patient has been indicated for revision due to possible infection. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.